Manufacturer narrative:
(B)(4). The device was returned for evaluation. The perforator was visually inspected. No anomalies were found. The device was functionally tested. No issues were noted. The device functioned as intended. A review of manufacturing records found no anomalies during the manufacturing process. Based on the evaluation of the device, the reported issue could not be confirmed. The unit functioned as intended. Trends will be monitored for this or similar complaints. At present, we consider this complaint to be closed. Refer to MDR 1226348-2017-10830 for information regarding the second device associated with this event

Manufacturer narrative:
Device was returned for evaluation. A follow up report will be filed upon completion of the investigation.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
As reported by the ous affiliate, 2 perforators did not disengage, resulting in damage to the dura.